Event description:
Attorney reported: in 2004- the pt underwent a right inguinal repair surgery with implant of a perfix plug. Approx. 2005 - the pt reports sharp, stabbing pains which requires long periods of rest while waiting for the pain to subside. Approx. 2005 - the pt underwent medical consultations, MRI and CT scans.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.